Manufacturer narrative:
Additional information: h4, h6, h11. H4: the lot was manufactured between march 1, 2024 - march 5, 2024. H11: the actual device was not available; however, photographs of the sample were provided for evaluation. The returned photographs were reviewed, and they showed an image of an infusor device. The reported condition could not be confirmed or refuted. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused medication during patient infusion. The device had been infusing for at least 3 days, and the flow was described as ¿slow/delayed¿. The device contained 3200mg fluorouracil in 5% dextrose solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.